Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: are the medical records available for review? Can the mother¿s permission be obtained for ethicon to speak to surgeon? Is the surgeon¿s contact information available? Is the device available for analysis? Regarding to this subject our distributor in (B)(4) could not provide more information as the patient was re operated by a different surgeon, all information was collected from the mother of the patient when she went to their location complaining about the product.

Event description:
It was reported that the doctor did not complain of the product. The mother of the patient reported that the echelon did not work right during the procedure, due to the procedure had to be converted from laparoscopic to open and there were other complications related that the patient had to be re operated and eventually died. The mother of a patient went to the distributor where she acquired the materials for her daughter's bariatric surgery. She complains that the products did not work, because her daughter needed open surgery and the patient was admitted to the ICU. She was re-operated by another doctor who did a total gastrectomy, later the mother of the patient decides to move it to another hospital where she died. The representative of the distributor was present in the procedure and informs us that the echelon worked correctly, but that the shot was very close to the calibration spark plug and that's why it did not close well. This produced a significant bleeding for what the doctor proceeded to convert the laparoscopic procedure to open. The date of death will be confirmed.